Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator presented to the hospital with incisions that looked infected. The patient was positioned on the operating room table and it appeared that the percutaneous extension was pulled significantly to the point where the connector was exiting the body on the contralateral side. The tined lead was stripped and the extension was cut just lateral to the connector piece. Since the lead was damaged and the patient had an infection, the physician explanted the tined lead. The specific type of infection was unknown. Antibiotics were prescribed to the patient. There were no additional patient complications.